Manufacturer narrative:
Investigation - evaluation: a review of instructions for use and quality control data were conducted during the investigation. As reported "obstruction". The patient did require additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. This complaint is confirmed based on the customer's testimony. The instructions for use does not contain information regarding the failure mode. No lot number was provided; therefore a review of no non-conformances cannot be completed at this time. No lot number or serial number was provided; therefore a review of the complaint database cannot be completed at this time. Based on the provided information, no product returned, and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a fuhrman pleural/pneumopericardial drainage catheter was placed uneventfully for evacuation of a pneumothorax. There was no bubbling observed in the pleurivac approximately 48 hours after placement. The customer indicated some unease with attempts at stripping the chest tube because of the perceived lack of rigidity in the chest tube by nursing staff and confusion about the practice in these new catheters. The customer indicates that the device is obstructed based upon the lack of bubbling within the pleurivac and a reaccumulation of the pneumothorax. The device was explanted and replaced. No further patient information was provided. The device is not available for evaluation.